Manufacturer narrative:
Explant date: not applicable, as lens was not explanted. Reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient undergone cataract surgery and got implanted tecnis. In first follow-up visit, infection was seen in patient's operated eye. Patient was given intra vitereal antibiotic and now patient has been called for follow-up. Lens remains implanted. No further information available.